Event description:
Customer reported blood glucose results of 335 mg/dl, 263 mg/dl, and 155 mg/dl within 10 minutes on the aviva system. Customer reported symptoms for which he successfully treated. No adverse event reported relative to these discrepancies. A request was made for the return of the system, replacement was sent.